Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and off no power. Customer's blood glucose level was 196 mg/dl. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and the motor error alarm did not recur. She did not receive a low battery alert prior to the off no power alert. This was the second occurrence of an off no power without a low battery warning. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error, off no power or low battery alarms were noted. The motor passed the motor test. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.